Event description:
It was reported that the patient had been in the emergency room with hyperglycemia on (B)(6) 2025. The patient's blood glucose levels reached greater than 250 mg/dl while wearing the pod on their abdomen between 36 and 48 hours. The patient reported they were trying to deliver a bolus before eating a snack and that is when the hazard alarm happened, causing the insulin delivery to stop. Symptoms reported include numbness of the legs, vomiting and dehydration. The patient was treated with an insulin drip and saline to treat the dehydration. The patient was released two days later on (B)(6) 2025.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The pod arrived fully deployed. The battery voltage of all three batteries were measured to be lower than expected. An external power supply was attached in an attempt at retrieving download data, which was unsuccessful. The pcb was removed and re-attached to the power supply in a final attempt at retrieving download data. Ultimately after multiple attempts the pod was unable to connected to the master controller and the pod data was lost as a result. It could not be determined if the low battery voltage contribute to the reported event. The cause of the low battery voltage and reported not sure delivering could not be determined.